Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use are known adverse events associated with coronary stenting procedures. It should be noted that the eifu (section 2.0) states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that over 4 years post xience v stent implantation in a saphenous vein graft to obtuse marginal artery, the patient experienced severe angina and was hospitalized; 90% in-stent restenosis was found and was treated with implantation of a non-abbott stent. On (B)(6) 2012, the event resolved and the patient was discharged. There was no additional information provided.